Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Event description:
It was reported that during implant, the right ventricular lead would not pass through the stylet. When the lead was removed, two "air bubble looking lesions" were noted on the lead. The lead was not used. A second right ventricular lead was implanted noting this lead showed one air bubble on the lead. It remains in use. There were no patient complications reported as a result of this event.